Event description:
This unsolicited device case from united states was received on july 28, 2014 from a physician. This case was cross referenced with cases: (B)(6) (cluster cases). This case concerns a (B)(6) female patient whose both knees were flared and knees were stiff/tight after receiving synvisc one injection. Patient's past medications included synvisc one. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the patient received treatment with synvisc one injection just once (route: not provided, lot: w1303 and expiration date: not provided) in bilateral knees for an unknown indication. On an unspecified date in (B)(6) 2014, patient's both knees were flared and the patient was unable to bend her knees as the knees were stiff, tight and mildly swollen. On (B)(6) 2014, the physician saw her and gave her corticosteroids as a treatment. Action taken: no action taken. Corrective treatment: corticosteroids were given. Outcome: not recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: required intervention for both the events.